Manufacturer narrative:
(B)(6).

Event description:
It was reported that the buttons are torn below display. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the front case for which a quote was provided. The customer did not accept the quote. The device remains at the customer site and no further evaluation is warranted at this time.